Event description:
The customer reported that the charge button is not working during opcheck and that the device locks up.

Manufacturer narrative:
(B)(4). The customer reported that the charge button is not working during opcheck and that the device locks up. The device was evaluated at philips. The symptom was clarified as the device locking up at the charge button step during opcheck. The processor pca was replaced to resolve the issue.